Manufacturer narrative:
1. False negative was for covid. 2. Customer is claiming false negative because they tested negative with ihealth brand test three times and then positive at doctor's later the same day as the third test. 3. Doctor's test was not specified. 4. No purchased information provided,unable to determine if the product used by the customer is an authentic product,and no lot number was provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: hello, there is not much in particular to resolve. I was hopeful that I was just fighting a bad cold after 3 days of completely negative tests but went to the doctor the same day as the third test and found out that I did have covid. I have used home tests for covid in the past with accuracy from ihealth, but the first time using 3-in-1 was not accurate in my experience.